Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately at the distal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found the tip to be flared. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% in-stent restenotic target lesion was located in a previously implanted non-bsc stent in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire was crossed the lesion, a 5.0 x 200 135cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a different device. Blood flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.